Manufacturer narrative:
510k: this report is for an unknown helical blade /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the helical blade cut out on an unknown date postoperatively. The patient was originally implanted with a trochanteric fixation nail (tfn), helical blade, and screw on (B)(6) 2017 for an intertrochanteric fracture. The sales consultant was not present at the surgery. The surgeon stated that upon implantation of helical blade fracture gap widened. Upon compressing fracture using compression feature, fracture was mal-reduced. The surgeon did not put set screw down before compressing. The helical blade was removed, fracture was reduced and the same helical blade was reinserted with satisfactory reduction. On an unknown date postoperatively, it was discovered by x-ray that the helical blade had cut out. The patient was referred to another surgeon for a hemiarthroplasty; it is unknown if that revision has taken place. Concomitant devices reported: trochanteric fixation nail (part number unknown, lot number unknown, quantity 1); screw (part number unknown, lot number unknown, quantity 1). This report is for an unknown helical blade. This is report 1 of 1 for (B)(4).